Event description:
Osteolysis was noted postoperatively. Doi-(B)(6) 2008, revision has not performed yet. Revised (B)(6) 2011.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.